Event description:
Reportable based on device analysis completed on 11sep2024. It was reported that an advancing issue occurred. A 22mm x 60cm interlock coil was selected for use in the embolization of a splenic aneurysm. A renegade stc 18 microcatheter was used; however, the coil could not completely be pushed out of the protective sheath. Half of the coil was in the microcatheter, and the other half was in the protective sheath. The device was withdrawn into the protective sheath, and the microcatheter was flushed, but after repeated attempts, the coil could not be pushed out. The coil was then withdrawn. The coil was observed to be stretched. Another of the same device was used. A total of 10 other coils were pushed in, and the procedure was successfully completed. No complications were reported, and the patient status was stable. However, returned device analysis revealed the coil arm was detached.

Manufacturer narrative:
Device evaluated by MFR.: visual inspection observed that the main coil, the introducer sheath, and the pusher wire were returned. It was observed that the main coil was bent and stretched at the coil arm and primary coil section. Moreover, the arm of the coil was detached. Media review of the received pictures showed that the main coil was stretched. Microscopic inspection confirmed that the main coil was bent, stretched and detached. Functional testing could not be performed since the main coil and the pusher wire were not interlocking. Dimensional inspection was performed, and the main coil's max zap tip outer diameter (od) and primary coil od passed the specification test.